Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged shortness of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged shortness of breath. There was no report of serious or permanant patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, observed unknown dust contaminant on rear and front panel, top and bottom enclosure, blower box and blower seal. Pil observed what appeared to be water spots due to liquid ingress on the blower box and the blower. A keratin-like substance was observed on the blower box outlet and the blower seal. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. Sections d8, d9, h2, h3, and h6 were updated.